Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, customer would bolus after call with tandem technical support.